Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that delivery stopped on a small volume infusor during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 22, 2020 - september 23, 2020. H10: the device was received for evaluation. Visual inspection using the naked eye identified no residual fluid in the bladder as the distal luer was not closed. A functional flow rate test was performed and found to be within the product specification range; continuous flow of fluid was observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.